Event description:
It was reported that the lead dislodged. Attempts to reposition the lead were unsuccessful and the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that distal insulation was damaged and distal coil was fractured which resulted in an electrical short.